Event description:
Caller states pt reportedly received results of 44 mg/dl and 130 mg/dl within 10 minutes on the inform system. Pt had been treated with juice 30 minutes prior based on lab value of 47 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.